Event description:
The reporter contacted animas on (B)(6) 2012 alleging that while changing the battery in the pump, the verify screen appeared but was not able to be confirmed. The reporter stated that all of the keypad buttons are frozen and do not respond when pressed. After replacement with another new battery, the reporter stated the problem persisted. The reporter denies trauma to the pump and no water exposure. The reporter confirmed that the keypad is intact without visible damage. After this initial contact with customer support, the reporter re-contacted customer support a second time reporting that when the battery was re-inserted a third time, the keypad became responsive to keypad button presses. The patient reportedly wears the pump attached to a belt and does not clean the pump. There is no adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact; however, the audio bolus button is missing. When tested, the remaining keypad buttons responded appropriately. The keypad was removed for investigation and revealed no contamination under the button contacts.